Event description:
The surgeon implanted an aa4203tl toric silicone lens and then removed it in pieces. There was no patient injury or event. The facility indicated that it was unknown as to why the lens was removed. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.